Event description:
It was reported the spring wire guide is kinked during use on a patient. No patient harm reported. The device was replaced. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide is kinked during use on a patient. No patient harm reported. The device was replaced. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a kink towards the distal end of the body. The distal j-bend was misshapen intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 37mm from the distal tip. The overall length of the guide wire measured 601mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.840mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. Functional inspection of the guide wire was performed per the product IFU which states "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked near the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.